Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a high pressure alarm. The reservoir volume was 94.2ml, rate was 0.6ml, and 5.8ml was given. There was air noted in line. There was also no patient, or clinician injury associated with these occurrences. No further details provided at this time.